Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had post-reset ram crc alarm and history pointers failed. The history pointers are corrupted. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was declined by the customer. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Insulin pump passed displacement properly. Power error detected noted due to connector resistance issue electrical board. No pump error alarms noted during testing.